Event description:
Patient arrived to clinic on (B)(6) 2021 with primary controller with fault sound. Pt also had two broken clips noted during equipment check. Controller replaced by provider and clips replaced by equipment manager.